Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (5 mg/ml, 0.6092 mg/day) via an implantable infusion pump. Indications for use included non-malignant pain and complex reg pain syndrome type I. It was reported that in (B)(6) 2015, the patient was advised that the pump needed to be replaced in (B)(6) 2015. The patient had an appointment on (B)(6) 2015 and was told she had a scar tissue mass over the pump, and the patient could see and feel it. The patient had an upcoming appointment with the healthcare provider (hcp) on "tuesday". The reporter read the elective replacement indicator (eri) was 2 months from the telemetry report. The reporter then again stated that she was always told october (for the replacement). The patient also stated that the pump protruded and hit the steering wheel and sink when she was washing dishes. It was again noted that the patient had a massive scar tissue over where the pump was, due to having the pump replaced. The pump went up under her ribs because she was small in stature, and she had muscle spasms at the site of the pump because of it. The pump tilted and it had to be manually adjusted to be able to be refilled. The event date was reported as (B)(6) 2009. No troubleshooting, interventions, cause of the issues, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.